Manufacturer narrative:
False open readings in the rotational sensor data caused first prime to end earlier than intended and resulted in the device generating an 0x41 "rotational sensor maximum summed error table" alarm before the end of second prime. This resulted in the needle mechanism not deploying. Rerun of the pod did not replicate the rotational sensor abnormalities. No damages or defects were found that would contribute to the rotational sensor malfunction. The cause of the rotational sensor malfunction could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula was not visible when the pod was removed indicating a needle mechanism failure. The pink slide did not move forward.